Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen had a "digital crack". The touch screen glass was intact but there appeared to be a crack underneath the touch screen in the lower left hand corner. Reportedly, the damage occurred after the customer dropped the pump. Customer is unable to interact with the pump touch screen due to the damage. Customer's blood glucose was 189 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.